Event description:
During a device change out, the chronic lead measurements were all good. Dfts were performed, but not successful and an alert that no more therapies were available was displayed. Possible output circuit damage. Lead insulation breach was observed during lead extraction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.